Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The patient also has a bradycardia pacemaker implanted. Therefore, the patient's subcutaneous cardiac defibrillator is implanted on the patient's right side instead of the left. Technical services suspects there is a change in morphology when the pacemaker is pacing. Technical services advised to get an x-ray and confirm a good location of the systems. The local representative is checking the sensing settings and will work with the clinic to address this. There were no additional adverse patient effects. The system remains implanted.